Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The girlfriend of a (B)(6) male pt contacted zoll customer support to report that the pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated during a sinus rhythm with noise and artifact at 14:12:29. Post-chock rhythm was tachycardia with noise and artifact. It was reported that the pt was riding his motorcycle at the time of the event. He was unable to hear alarms because his monitor was in his saddle bag. The response buttons were pressed after the treatment was delivered. The pt was taken to the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and continued use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 12/01/2013 (initial use); electrode belt sn (B)(4) - 02/01/2012 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg